Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the surgeon fired er320 during lap chole procedure. The product misfired and the surgeon opened another er320 to complete the case. There was no consequence to pt.